Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of contact with dexcom technical support, patient's mother stated that patient experienced a low resulting in patient's parents administering juice. Patient's mother described patient's condition as incoherent and equated it to "wooziness". Patient's mother relayed patient's condition as well after consuming the juice. Patient's mother reported no injuries or further medical intervention beyond the patient's consumption of juice. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate. The current condition of the patient was relayed as being good.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was performed and the device failed audio test. The complaint of no audio output was confirmed. The root cause was determined to be a defective speaker.